Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages or detached/separated were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that sheath detachment/separation occurred. During a venogram, an opticross¿ 18 imaging catheter was advanced for visualization; however the monorail portion of the catheter was too short that it lost push and got stuck on the wire. On the second time, the monorail portion of the ivus catheter had actually separated or came off of the wire. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 70's. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sheath detachment/separation occurred. During a venogram, an opticross¿ 18 imaging catheter was advanced for visualization; however the monorail portion of the catheter was too short that it lost push and got stuck on the wire. On the second time, the monorail portion of the ivus catheter had actually separated or came off of the wire. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.